Event description:
Pt's one touch ultra meter was reported to give inaccurate high readings. Pt had performed precision testing resulting in the meter being within spec. Pt had also performed an invalid comparison where pt's meter was compared to another meter. However, during troubleshooting, the pt was walked through two control solution tests, which failed both times. This case is reported as a malfunction due to the failed control solution tests. No further clinical info was provided.